Manufacturer narrative:
The fse evaluated the device on site and determined this was a malfunction of the power switch. The fse replaced the power switch resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city:(B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the energy level from 120j to 200j did not match reality making it not possible to perform a functional test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.